Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. No moisture damage inside pump noted. Pump received with minor scratched display window, cracked reservoir tube lip and scratched reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture due to a leak from the reservoir compartment. The customer had a blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.